Event description:
It was reported that the implantable pulse generator (ipg) turned loose in the patients pocket. It was also noted that the left spinal cord stimulation (scs) lead had high impedance, however patient still has excellent coverage of pain areas. The patient underwent revision procedure, wherein the leads were replaced, and the pocket was moved from the right flank to the left flank. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial/batch: (B)(6).